Manufacturer narrative:
H3: product analysis verified 'will not boot-up.' Unit presented with software (v1.1.1) and a defective ssd due to a defective software upgrade. Upgraded to software (v1.5.4) h6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Additional code g04063 was wrongly submitted, it has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, an attempt to start the nim vital console was made in the usual fashion. Console will not boot-up operating system. A dos screen was briefly displayed on the screen for 2-3 seconds , and then the system displayed a blank screen with only a blinking underscore symbol in the upper left corner for over 6 minutes. The console was unresponsive to attempts to shut it down using the power button, so it was unplugged from the outlet for 30 seconds to power down the screen. Three other attempts were made to power on the system (on two attempts the system was plugged into different power outlets). The same behavior was observed each time. The procedure was completed with backup product. Procedure delayed by 15 minutes. No patient injury reported.